Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was at elective replacement indicator (eri) when received. A longevity analysis was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.